Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose after breakfast, increasing from 125 mg/dl to approximately 206 mg/dl and remaining around 200 mg/dl for about three hours before trending down during the call. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-management with stress reduction, planned walking, increased hydration, and improvement to 185 mg/dl by the end of the call, with no medical intervention or hospitalization. Investigation included troubleshooting and education on potential contributors to high glucose, including stress. Investigation of this case revealed no device malfunction or component issues based on user report and standard counseling, with hyperglycemia considered of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.